Manufacturer narrative:
Investigation results were made available. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend identified. Review of event description: it is reported that the patient had an anatomical shoulder implanted on (B)(6) 2014 and revised on (B)(6) 2016 due to glenoid loosening. Review of received data: - three undated x-rays and one intraoperative picture have been received for evaluation. The x-rays are reported to be pre-revision x-rays. The x-rays show the right shoulder of the patient with an anatomical shoulder implanted in three different views. In two of the views, some radiolucent lines around the glenoid pegs can be observed. The humeral head seems to be slightly oversized compared to patient anatomy. Due to the poor image quality of the x-rays this cannot be confirmed. The picture shows the explanted glenoid covered by blood and the image quality is poor. No evaluation of the glenoid conditions is possible with this picture. - the surgical notes of the implantation and of the revision were received for review. The surgical notes of implantation dated (B)(6) 2014 describe the surgical steps performed starting with a deltopectoral approach. After preparation, and head dislocation and free-hand resection, attention was given to the glenoid. The glenoid is reported to be worn and need resurfacing. The tissue were prepared in order to achieve adequate glenoid exposure. The guide pin was placed, and the high side was burred if necessary and if necessary sequentially reamed until a concentric glenoid was achieved. The drill guide was placed and the holes drilled for pegged or keeled glenoid. Inspection of the peg holes or keel was done. The glenoid trial was inserted and the fit was acceptable. The glenoid was prepared for implantation with pulse lavage, thrombin soaked gelfoam and dried with ray-tek sponges. The cement was mixed and drawn up in a toomey syringe. The cement was placed in the holes and the glenoid component was cemented in place. The component was held in place while excess cement was cleaned and until the cement had polymerized. Afterwards the humerus was prepared and rasped. The stem and head taken and implanted. The surgery was then concluded. - pre-operative visit notes dated (B)(6) 2016 were received for review. The notes describe that the patient has to undergo revision of both components of his total shoulder arthroplasty. The test results states that there is suggestion of glenoid loosening and stem ok but with slight proximal migration. An abstract of the surgical notes of revision dated (B)(6) 2016 was received for review. However, the description of the revision surgery is only available until the preparation of the patient. The performed procedure is described as "complex revision right shoulder arthroplasty with revision of the glenoid to a bone graft of glenoid". Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: - the compatibility check was performed from anatomical shoulder¿ system surgical technique and showed that the product combination was approved by zimmer biomet. Root cause determination using dfmea: aseptic loosening due to wrong radii combination, normal use, overload, wrong positioning => possible: the available information does not suggest any deviation from the recommended use, positioning and sizing. However, normal use, overload, insufficient bone,¿ cannot be excluded. Loosening due to wrong geometry of peg, wrong positioning, insufficient bone => possible: the available information does not suggest any deviation from the recommended use, positioning and sizing. However, normal use, overload, insufficient bone,¿ cannot be excluded. Bone fracture, loosening due to wrong geometry of uncemented fins, wrong positioning, insufficient bone, wrong size of the rasp => possible: the available information does not suggest any deviation from the recommended use, positioning and sizing. However, normal use, overload, insufficient bone,¿ cannot be excluded. Loosening due to wrong geometry of uncemented fins/ cemented surface, use of cemented stem without cement, wrong positioning, insufficient bone, wrong size of the rasp => possible: the available information does not suggest any deviation from the recommended use, positioning and sizing. However, normal use, overload, insufficient bone,¿ cannot be excluded. Thermal necrosis and/or implant loosening and impossibility to use MRI scanning due to MRI: - magnetically induced displacement force and torque -radiofrequency induced heating - image artifacts => not possible: nothing suggest the use of MRI. Surgery failure (e.g. Aseptic loosening, fracture of implant, fracture of bone, wrong soft tissue balancing, etc.) Due to insufficient, unavailable or over complicated surgical technique => not possible: surgical technique describes and illustrate in detail the surgical steps needed from implantation of the products. Surgery failure (e.g. Aseptic loosening, fracture of implant, fracture of bone, wrong soft tissue balancing, etc.) Due to missing or unclear information regarding cross compatibility between existing zimmer systems and sizes => not possible: implants are compatible damage to bone through intraoperative corrections affect performance in-vivo (i.e. Loosening, migration, misalignment). Due to intraoperative corrections might contribute to poor long-term results => possible: the available surgical report does not describe any intraoperative corrections, however these cannot be excluded. Based on the given information, a root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive the device for investigation as it was scrapped. Surgical notes and x-rays were received and will be reviewed within the investigation process. A lot number was received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted an anatomical shoulder glenoid, pegged, cemented, m on (B)(6) 2014 on the right side and was revised on (B)(6) 2016 due to a loose glenoid. It was reported that all other components were well-fixed.